Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the camera head communication error e222, may have been caused by a broken camera cable. -olympus medical systems corp. (Omsc) reviewed, the device history records and confirmed, that the device was not defective at the time of shipment. -since the device does not have logs. It was not possible, to check the operation history or errors. -from the device evaluation results, it was confirmed, that the camera head communication error e222 occurred, due to the disconnection of the camera cable. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). Olympus (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. Error e222 may have occurred due to a broken camera cable. Device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the camera head communication error e222 occurred repeatedly. Error code e222 means that the camera head communication is failed. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with olympus video system center otv-s400. The user replaced the device to another device and completed the intended procedure for inspection. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.